Event description:
It was reported that the event pin got stuck in cutting block and could not be removed. The event did not happen in surgery .

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- it was reported that the event (pin got stuck in cutting block and could not be removed. ) did not happen in surgery. From nash consignment instruments. Needs replaced back to nash .no further info available. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the unk fixation pin has jammed inside of one of the insertion holes of the attune revision tibial block l. Also, the unk fixation pin is broken and deformed. Broken piece was not returned for evaluation. A functional test was performed and was able to replicate the reported jammed condition due to the devices were not able to disengage after multiple attempts with excessive forces applied. The observed condition of the device was consistent with a random component failure caused by assembling the pin into the hole in an misaligned position; applying excessive force during the assembling/disassembling process; or by activating the mating device before the pin was fully assembled. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the unk fixation pin would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.